Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, multiple drawers failed and not detected on the communication bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple drawers were failed and station's all devices were off in the bus. A field service engineer (fse) had logged into the admin account and checked the network settings. The fse adjusted the network ports and attempted application repairs, but the issue persisted. The fse then replaced the hard drive with a fresh disk image and completed data synchronization with the server to resolve. The functionality was verified on the remote support service. The fse also installed a power switch kit. The customer completed an inventory of medications in the drawers, confirming the functionality. The system functioned as intended after the field service engineer repaired the device.